Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the placement of the stapler in the rectum for resection on a laparoscopic retossigmoidectomy procedure, the stapler made a strange noise when the green button was pressed to prepare for firing and it did not finish firing. The surgeon was able to squeeze the handle. They changed with another device and radial reload with the same lot number to resolve the issue in order to complete the case. There was no patient injury. Patient relevant medical history: chemotherapy treatments.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The engineering found the device to have been partially fired. Engineering determined that the device functioned as intended after resetting the interlock and firing the reload where the remaining staples exhibited proper staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.